Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patients subcutaneous implantable cardioverter defibrillator (s-ICD) migrated outside the patient, so this electrode was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patients subcutaneous implantable cardioverter defibrillator (s-ICD) migrated outside the patient, so this electrode was removed. No additional adverse patient effects were reported. Additional information received indicates a new transvenous system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "known inherent risk".

Event description:
It was reported that the patients subcutaneous implantable cardioverter defibrillator (s-ICD) migrated outside the patient, so this electrode was removed. No additional adverse patient effects were reported. Additional information received indicates a new transvenous system was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.